Manufacturer narrative:
Analysis of the catheter (lot# 0208803724) found catheter damage occurred to the catheter body and/or guidewire during the implant procedure. The complete distal portion of the catheter and its guidewire were returned for analysis. There were a couple of bends seen in the guidewire in an area close to the distal tip. There was also damage to some of the individual windings of the guidewire. Also, the guidewire handle was detached and missing form the guidewire as returned. It was further noted, the catheter was received with the guidewire inserted. There was no difficulty in removing the guidewire from the catheter.

Event description:
It was reported there was a catheter issue during implant. The leader inside the catheter (guidewire) could not be taken out or removed during implant. As a result, another catheter was used. This was listed as a revision on the source document. The implant took 5 hours instead of 1 hour. The pump was used to deliver lioresal (baclofen). There were no reported symptoms. The outcome of the event was unknown.

Event description:
Additional information received reported the procedure was confirmed to have lasted 5 hours instead of 1 hour. It was noted the cause of the prolonged procedure was "the catheter had to be removed spinal segment, because the guidewire could not removed and the new catheter took 5 hours to get in. The patient status was "stable" and they were having a therapeutic effect. [Refer to manufacturer report # 3007566237-2015-01924 for second catheter event regarding the new catheter took 5 hours to get in due to the patient's back (scoliosis), crooked back and no cerebrospinal fluid (csf) flow]

Manufacturer narrative:
Additional review of the file determined a serious event report was not necessary. The event is considered a device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.